Event description:
It was reported that the patient implanted with this lead, developed an infection. Subsequently, the device and this related lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).